Event description:
It was reported that the patient presented remotely via merlin.net. The atrial lead exhibited low lead impedance, causing polarity switch. Inappropriate mode switch episodes due to atrial noise were also observed. On (B)(4) 2015, the patient was brought into clinic, complaining of experiencing muscle stimulation. It was suspected that the lead had an insulation anomaly. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).